Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024) - analysis revealed that the observed issue resulted from some device parameters no longer being loaded from the database, due to a recent performance improvement. As the implant date was part of these parameters, it could not be displayed in the manager. - it should be noted that this issue affects all smarttouch tablets under smartview 3.12 version. - a correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, the implantation date was no longer displayed in the manager of all smarttouch tablet following installation of the 3.12 version. The issue was not observed on orchestra plus programmers.